Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during initial use of the heartstart xl paddles, the paddles did not work. There was no reported pt involvement and/or impact.